Event description:
Customer reports that sensor was not lasting seven days. Customer was educated that sensors last only six days not seven. Customer also reports that his blood glucose was elevated due to no delivery. Customer reports of changing set and blood glucose normalized. Customer's blood glucose was 650 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.